Event description:
It was reported that the right ventricular lead was "found to be back from original position" with elevated threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.